Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had rectal bleeding following a laparoscopic bypass procedure. It was stated that the event result to blood loss of 500cc or more due to problem and a blood transfusion was necessary. The event led to 5 days extended hospitalization including a urinary tract infection. It was stated that the patient incurred a temporary injury.